Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth. Device remains implanted.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, an opening on anterior, and crease fold. A microscopic analysis was performed which identified: a striated opening on anterior. Based on the device analysis the final assessment is: - a striated opening on anterior assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6. Device evaluation:visual analysis of the photographs identified a device with opening and have red particles in the surface of the shell. Device labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.